Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after numerous battery changes. Customer also indicated that the pump alarmed failed battery. Customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was exposed to moisture. The customer was assisted with troubleshooting but the display did not return. The customer reported that they experienced high blood glucose of 258 mg/dl and low blood glucose of 48 mg/dl. Troubleshooting advised customer that a new replacement battery cap would be sent to them and to call back to further troubleshoot. The insulin pump will be returned for analysis.